Manufacturer narrative:
Portal was returned with a 5 inch length of catheter attached together with a separate 2.5 inch segment of catheter. Examination of the distal end of the attached portion of catheter and one end of the separate segment showed fthe ends to be oval in cross section with a rough surface. This type of damage is consistent with a catheter that has been repeatedly compressed, usually between the clavicle and first rib.

Event description:
During the administration of heparin, the pt experienced difficulties. The nurse thought the catheter had disconnected from the portal. Subsequent chest x-ray showed the catheter had fragmented with the distal segment embolized to the right pulmonary artery. Fragment was removed using transfemoral catheter technique. The portal was removed with local anesthesia.